Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed. A field service engineer (fse) inspected the full-height cubie drawer number five from the main station chassis and the rear of the drawer components, found that the legacy full-height drawer used an old-style latch inseparable with a small magnet. The fse replaced the inseparable, reinstalled the drawer in the main station chassis, restarted the station and tested but still failed. The fse removed the drawer again and found that the home sensor cable was damaged. The sensor was replaced, and the drawer was reinstalled in the main station chassis and restarted to resolve. Once the application had completed launching, the user logged into the station and successfully recovered the previously failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer failed to stay closed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.